Event description:
Device 2 or 2. Please see MFR #1627487-2010-01366 for device 1. On (B)(6) 2010, it was reported that the pt was unsatisfied with the stimulation. The pt felt that the device was not helping with her pain. The sales rep met with the pt and tried increasing the settings. The pt reported feeling rib stimulation when the amplitude was increased. The system was removed. The implant and explant dates are unk. No further information is available at this time.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed meet specifications and no anomalies were found. The lead was visually inspected and was returned incomplete. It was also missing a terminal end electrode. Functional testing can not be performed on a incomplete lead. Conclusion: the cause of the reported complaint could not confirmed. The lead was returned incomplete and no functional testing was performed. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.